Event description:
Customer's mother reported customer's insulin pump is squirting out insulin during the manual prime process. The device was not bumped or dropped. The drive support cap appeared normal. In troubleshooting, insulin did not continue to drip after customer released the act button customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer is in the process of getting an upgrade. Customer's blood glucose was 244 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The insulin pump passed the prime, displacement and basic occlusion tests. No prime anomaly noted.